Event description:
The manufacturer received the returned product. No info was provided. The device tracking system indicated that the pt expired. Add'l info had been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump revealed battery depletion; end of life. No other significant anomalies were noted.